Event description:
Laparoscopic cholecystectomy- "first clip applier would open after firing. Finally opened after repeated attempted of squeezing the handle. Second staple from this applier was off track. Second clip applier had difficulty loading/misfires." Patient status: stable, discharged home.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event was returned for evaluation. Upon inspection, engineering found dent along the shaft of the returned unit. The unit was actuated; it required a lot of pressure for the unit to fire a clip. The unit was disassembled, engineering noted the shaft was tight and more difficult to remove, which indicated higher friction between the internal components. The root cause was due to excessive friction within the shaft, which can contribute to improper clip loading. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. Applied medical has recently implemented device enhancements which are intended to minimize the potential for this type of damage. This lot was built prior to application of these device enhancements. This document represents our final report.